Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had poor water supply. Inspection and testing of the returned device found foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of poor water supply was not confirmed. The device evaluation found the nozzle had foreign objects. Due to wear of the angle wire, bending angle in up direction did not meet standard value. Adhesive on the distal end had a chip and was cracked. The image guide protector was cut. The forceps channel port and the suction cylinder were shaved. Paint on the air/water cylinder was peeled. The control unit has discoloration. In addition, the adhesive on distal end, the universal cord, the protector of the universal cord on the control section side, the protector of universal cord on scope-connector side, the objective lens, the scope connector cover unit, the scope connector, the grip, the scope cover, the switch box, switch 1, the plastic distal end cover, the locking engagement lever, the up/down/right/left knob, the control unit, the universal cord, and the connecting tube were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.